Event description:
It was reported that the pump was "not pumping out the medicine," and the patient was told he was getting it. The patient went in for a refill and the expected residual volume was 1.9 ml and instead they withdrew 25 ml. They discovered this issue in (B)(6) 2009. The pump system was being used to infuse an unknown medication at the time of the event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).